Event description:
It was reported that that this pacemaker had reverted to safety mode. Subsequently, this device was explanted and successfully replaced. Other than the intervention no additional adverse patient effects were reported. This device was returned for analysis; however, results of investigation had not been completed at time of submission of this report. A supplemental report will be submitted once results become available.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.